Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
When the pump was first put in 2004, the patient forgot to go in. The alarm was going, but it was so low that she could barely hear it. The patient got in at that time and the pump was refilled before it ran out. The patient symptoms and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.